Event description:
On (B) (6) 2009, patient reported having erratic blood glucose since (B) (6) 2009. Patient's target blood glucose is 100 mg/dl. Patient stated "my blood sugars have been a lot better, but they still can't get them regulated." Patient stated the range of her erratic blood glucose has been from 200 mg/dl to over 400 mg/dl. Patient reported she has been hospitalized several times due to erratic readings. She stated her most recent hospitalization was a week ago. Patient reported her blood glucose dropped to 20 mg/dl during sleep and experienced seizures. Patient stated her infusion tubing gets crimped off and her blood glucose becomes elevated. Patient reported she assumes her hyperglycemia is due to the crimped tubing and blocked delivery but has not seen this happen. Review questionable results factor. Advised several things can affect blood glucose control. Patient reported her blood glucose will elevate immediately when her infusion device is disconnected for showering or when swimming. Reviewed that insulin delivery is stopped when infusion device is removed. Advised on why blood glucose would elevate when infusion device is removed. Reviewed importance of site selection and impact on blood glucose control. Discussed alternate sites. Submitted request for additional training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent information on infusion site management, infusion insertion device and infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.